Event description:
It was reported that after a surgical procedure at the user facility a screw was found to have disassembled from the device. No adverse consequences to the patient or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the screw on the back came off was confirmed by the device evaluation. During the visual inspection it was observed that the screw was missing on the back side of the device. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that after a surgical procedure at the user facility a screw was found to have disassembled from the device. No adverse consequences to the patient or procedural delays were reported with this event.